Event description:
Peel away introducer was hard to split. The edges became thorny and sharp and cut into the vessel. Despite 90 minutes of manual compression the bleeding wouldn't stop. A surgeon had to be called and sutured the vessel.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.